Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported experiencing high blood glucose of 400 mg/dl. Customer was requesting assistance with the sensor issues. Customer had inputted the transmitter ID in the wrong place. No troubleshooting for high blood glucose was performed.